Manufacturer narrative:
The insulin pump was received not stuck in the manufacturing mode. The test reservoir does not lock in place and unable to perform the displacement test due to missing retainer and missing reservoir tube o-ring. The pump was received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, scratched keypad overlay, broken reservoir tube lip and minor scratched lcd window.

Event description:
The customer's mother reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. The customer's mother states the area the reservoir goes in is cracked and cannot be locked into place. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.